Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by the clips "couldn't retain the ligation of the cystic trader and the appliance on the vessels was problematic?" Does this mean the clips would not hold on the vessels? Or was there any other issue besides the clips scissoring? Both. The clips were not strong enough to hold on to the vessels and also they were scissoring.

Event description:
It was reported that during a cholecystectomy procedure, the clips came out scissored. Moreover, they could not retain the ligation of the cystic trader and the appliance on the vessels was problematic. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. The device was discarded.